Event description:
Customer reported an issue with a t:slim x2 pump where the battery would not charge. There was no reported adverse impact. The customer used a different wall adapter and charging cable, but the issue persisted. Customer reverted to an alternate method of insulin delivery.